Event description:
A report was received that the patient underwent an ipg revision due to charging difficulties. The physician replaced the ipg and the patient was reportedly doing well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was in hibernation mode when it was received. It was completely charged without any abnormalities. The device exhibited normal device characteristics.

Event description:
A report was received that the patient underwent an ipg revision due to charging difficulties. The physician replaced the ipg and the patient was reportedly doing well.